Event description:
It was reported that while using a bd nexiva¿ closed IV catheter system, leakage occurred. The following information was provided by the initial reporter: while performing initial nss flush of newly inserted IV catheter discovered fluid leaked out of a crack inside of catheter at upper portion near the blue wings. FDA safety report ID # (B)(4).

Manufacturer narrative:
The initial reporter also notified the FDA on 21-mar-2022. Medwatch report # mw5108462. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for device evaluation. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.